Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a blood glucose level of 37 mg/dl, which dropped that low very quickly. The customer stated that he had a blood glucose level of 133 mg/dl, ate a salad, then bolused and dropped extremely low. The customer reported extreme differences between sensor and blood glucose readings, which caused him to over treat. The customer was advised that the sensor would be replaced but did not return the product for analysis.